Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the driveline connector. Supplemental testing revealed the driveline connector functioned as intended with no anomalies. Log file analysis revealed several electrical fault alarms, vad disconnect alarms, vad stopped alarms, and a high watt alarm logged on (B)(6) 2019. A vad disconnect alarm was logged on (B)(6) 2019 at 10:08:41, indicating a physical disconnection of the driveline from the controller. Three (3) electrical fault alarms were logged at 14:47:28, 14:48:39, and 14:50:31 respectively due to open phases in the front stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 14:50:34 due to the increased power consumption required to run on a single stator. A vad stopped alarm was logged at 14:50:43 due to open phases in both stators, followed by another electrical fault alarm at 14:50:52 due to a phase not connected on the rear stator. At 14:51:21, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by several other vad disconnect alarms and an electrical fault alarm within the analyzed period. Log file analysis also revealed several controller power up events recorded between (B)(6) 2019 and (B)(6) 2019. No anomalies were observed during the recorded controller power ups. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported "multiple electrical fault alarms and vad stop alarms with driveline disconnect alarms" can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation, investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial#: (B)(6). UDI #: (B)(4). D10: yes, 2019-07-08 h3: yes h6 method code(s): 10, 4112 h6 result code(s): 3213, 213 h6 conclusion code(s): 4310, 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple electrical fault and ventricular assist device (vad) stop alarms associated with driveline disconnect alarms. It was also noted that there was an unexpected loss of power on the controller. The driveline connector appeared intact, but they felt it was too easy to disconnect and suspected a possible connection issue. It is unclear if healthcare staff accidentally disconnected the driveline. The controller was exchanged and the driveline remains in use. No patient complications have been reported as a result of this event.